Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes, section d9: returned to manufacturer on: feb 13, 2023, section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received stuck to a piece of paper. Medical gauze was also received. Visual inspection under magnification revealed that the lens was cut in half and coated in viscoelastic material. The lens was cleaned and inspected revealing lens damage on the optics and edge of the lens. No further issues were observed. The complaint issues "explant" and "visual disturbance" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. A search of complaints revealed 1 other complaint has been received for this production order number and although the complaint issue reported are related, the issue could not be confirmed as related to manufacturing. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight: unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to dysphotopsia. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens, different model (diu150 19.5 diopter) was implanted as a replacement. There was no patient injury. The patient is doing great post-operatively.